Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that four days prior to the report, a patient sat down and felt a bite/sting near his implantable neurostimulator (ins). The patient noticed the implant was off and tried to turn it on but it kept turning off. It was stated that the device would come on and would not stay on. The patient had turned it on a few times but pain seemed to come back and when he checked the device it was off. The last time the ins was recharged was a week prior to the report, and the patient recharged the device on a weekly basis. It was stated that the patient hadn't had a problem with the implant until then. It was stated that the patient did not feel the stimulation because "he had it on low" but he knew that it was not working due to pain coming back by the end of the day. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information was received which reported that the patient did not have concerns with his device or therapy. The patient received assistance and his concerns were resolved. An appointment date of (B)(6) 2013 was noted.